Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. The actuator is in its t1 pre-deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The device was not returned in the reported condition of simultaneous deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 reversed curve needle delivery system deployed both anchors simultaneously. Both anchors were removed from the patient. The procedure was completed, without any delay, with a back-up device. The patient was not injured.